Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed, no needle fragment was returned or found in the device. The device functioned as intended. No problem found. Refer to investigation photo.

Event description:
It was reported the needle broke inside and stuck inside the instrument. It was replaced with another ar-12990 and the case was completed with no further issues and the patient is fine to date.